Manufacturer narrative:
Pending investigation. D10: 2141597 - 02-010-03-0200 - logic cr cement femoral left, 0 4716377 - 02-012-45-0000 - logic fit cement tivial tray 0f/0t 6000017114 - a10012 - gps disposable kit 842660 - tn190-119-05 - oscillating blade m-class 19x1.19x105 812591 - tn193-119-90 - oscillator blade m-class 19/13x 1.19x90mm unassigned - z99007 - logic tka set unassigned - zinfo-01 - information fee unassigned - zoscl-01 - oscillator jav streaming oscillator unassigned - zream-01 - reamer h7: z-0021-20220.

Event description:
As reported, the patient had an initial left tka on (B)(6)2017. The patient complained of knee swelling and pain and the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear was observed in the retrieved tibial insert. The surgeon did not find metallosis. He decided that no problem of the locking mechanism of the tibial tray was found and removed all proliferative tissue. There was no reported surgical delay/prolongation.

Manufacturer narrative:
H3: the revision reported was likely the result of a combination of knee instability and overall tibial slope that allowed for excessive posterior and medial contact leading to wear of the polyethylene tibial insert. A contributing factor to the extent of wear on insert may have been the result of being packaged in a non-conforming vacuum bag for five years.

Manufacturer narrative:
Correction: h6 clinical code and component code. Additional information: h6 problem code.

Manufacturer narrative:
Correction: h6 investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a combination of knee instability and overall tibial slope that allowed for excessive posterior and medial contact leading to wear of the polyethylene tibial insert. A contributing factor to the extent of wear on insert may have been the result of being packaged in a non-conforming vacuum bag for five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.